Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. B5 event description: the customer reported that the issue occurred after the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a black rubbery foreign material clogged in the nozzle - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual evis exera ¿ olympus cf-h185l/I operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis exera ¿ olympus cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the nozzle of the device. The residue in the nozzle was characterized as a dark, rubbery material which was not related to the device. This material could not be removed. The customer's originally reported issue of excessive pressure was also confirmed. Additionally, the nozzle unit, the bending section cover, and the plastic distal end cover were in need of replacement, and the angulation wire was in need of adjustment. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had too much pressure on channel 2. Upon inspection and testing of the returned device, the nozzle was found to be clogged which had been attributed to insufficient cleaning. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.